Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that an (B)(6) male patient had a burn-like rash. The patient's physician advised him that if he would like to end use as a result of the rash, he could. The patient decided to end use. The outcome of the rash is unknown.